Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, subacute thrombosis occurred. The lesion was located in a proximal left circumflex. The procedure was completed with no patient injuries of complications. Twenty seven days later, in-stent thrombosis was reported. The patient was sent to surgery. No further patient injuries or complications occurred. Patient status is satisfactory. Additional information has been requested and is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, history trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.